Event description:
It was reported that stent fracture occurred. A 38 x 4.00 promus elite drug-eluting stent was selected for use. However, during the preparation, the stent was prepared, and visual inspection revealed a separated strut. The procedure was completed with another of the same device. No further information available.